Event description:
Ous MDR - after an implantation time of about 11 months, it was reported that the pt had died and had suffered from severe heart failure. No further info is available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.